Event description:
Siemens was notified on (B)(4) 2012 that the s34, ps1 s34 motherboard and ps1 motherboards were burned and destroyed. The ps1 wago connector and card rail were damaged. There is no injury to a pt reported with this issue.

Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplement will be submitted to the FDA upon completion of the investigation.